Event description:
It was reported that a pediatric user experienced frequent hypoglycemia, particularly overnight, while using the ilet, and the caregiver requested a pump return; a documented event included a blood glucose of 50 mg/dl after food intake, with reports indicating no meal announcement before the low and correction with oral glucose. Symptoms included hypoglycemia. Outcomes included disruption of sleep and the need for carbohydrate treatment. Investigation included review of device reports and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction, with use-pattern factors such as missed meal announcement considered a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.